Event description:
It was reported to philips that the device's c-arm made an uncommanded movement. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was moving itself. Upon functional testing, the fse found faulty switches on the control buttons of the table side module and the issue occurred due to playing up off the microswitch under the c-arm movement on the table side controller. To resolve the issue, the fse replaced the table side module (control module geo tilt) and pushed the board software. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.